Event description:
Medwatch report (B)(4) was received from (B)(6) hospital on (B)(6) 2025 stating: checkpoint gemini did not work. The medwatch report stated that the device failure occurred in august 2025. Checkpoint received a complaint (B)(4) for a gemini that did not work from the same hospital. Furthermore, in the medwatch report (B)(4) from barnes-jewish hospital, it is noted that the report was sent to checkpoint surgical. Therefore, checkpoint complaint (B)(4) and medwatch report (B)(4) are assumed to be the same. The actual date of the event occurred on (B)(6) 2025, which was entered for b3.

Manufacturer narrative:
The device was not returned, thus the device was unable to be analyzed/tested. The exact reason for the event cannot be determined based on the information provided.